Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the device started "biting" them over the weekend. The patient said it was uncomfortable and terrible. They also noted that their programmer was not powering on. Patient will get new batteries and call back to trouble shoot. On 2024-12-16 the patient called back and stated that the implant was "malfunctioning" and reported that even with fresh aaa alkaline batteries the programmer wasn't powering on and they were still in pain. Patient services reviewed implant battery longevity considerations with the patient and redirected patient to follow up with their healthcare provider (hcp) to check implanted system. The patient mentioned that their daughter had told them to call 911 to go to the ER so patient stated they would call 911. On 2024-12-17 the patient called back and stated they were now able to turn their programmer on and they had their antenna available. Patient services walked the patient through attempting to connect to the ins site however patient received a poor communication screen both with and without the antenna. The patient was unable to connect. Patient services reviewed with the patient that it was likely their ins battery was at end of life and redirected the patient to follow up with their health care provider (hcp). The patient stated they'd called their health care provider (hcp) and the hcp couldn't get them in until 2024-dec-22. The patient stated they didn't know what to do because they were in pain and didn't want to wait until the 22nd. Patient services asked the patient if they'd had any recent falls or traumas that could have led to their pain and the patient stated they had fallen about a week and a half ago. The patient stated they hadn't told their hcp about their fall when they made their appointment. Patient services reviewed the potential impact a fall could have on the implanted system and reviewed with the patient to let their hcp office know about their fall and again redirected the patient to seek medical attention for their issue.